Event description:
Patient had a generator replacement occur. The generator was returned and product analysis was performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The downloaded data showed that high impedance may possibly have occurred while implanted, resulting in a ¿vboost¿ compliance voltage condition. In the data dump, it was noted that the last 25% change in impedance was from a good impedance value (1690 ohms) to a high impedance value (8595 ohms) on (B)(6) 2016, during implant and did not correlate with the replacement surgery. No impedance issues were observed during replacement surgery. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
F10. - correction - a040101 should have been used in initial MDR. H6. Investigation findings - correction - c070603 should have been used in initial MDR. H6. Investigation conclusions - correction - d02 should have been used in initial MDR.

Event description:
During follow up, it was noted that the provider had observed the high impedance and is aware. No known surgery has occurred to date. No additional relevant information has been received.